Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels and complained of a horrible headache. The customer's blood glucose was 416 mg/dl. She stated that she took a bolus via the insulin pump, but this did not bring her blood glucose down. Her most recent blood glucose was 188 mg/dl. She was advised to do the high pressure test, which the insulin pump did not pass the first time; however, she did not have the two pieces of tubing in the clamp during the first attempt. She stated that she would call back later to do the high pressure test again. She stated that she had changed out her set in the morning, and her blood glucose was 319 mg/dl at 7am. She treated with 7.0 units of insulin via manual injection, and by noon her blood glucose was 303 mg/dl. She stated that she got up to walk and was tired, declining to complete the troubleshoot process. She will contact her endocrinologist and call back later to do the high pressure test properly later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.